Event description:
Physician reported implant rupture and capsular contracture - baker grade iii. Device has been explanted and replaced with non-allergan device. This relates to the left side.

Manufacturer narrative:
Initial reporter phone number:(B)(6). Initial reporter zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.